Event description:
When the staff tried to enter medication, they found the 3fr s/l grochong PICC line was snapped.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number had been provided by the complainant.